Manufacturer narrative:
The tech replaced the 22-position connector to repair the bed.

Event description:
Info received indicates the bed has intermittent functions working, due to corrosion/fluid ingress onto the 22-position connector on the retracting frame.